Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-12. Investigation summary: it was reported there are syringes with plastic particles in large quantity and the syringes from this batch are leaking past the stopper. To aid in the investigation, one sample in an opened packaging blister and three photos were provided for evaluation by our quality team. The sample was visually inspected with a 10x magnifier lens. There is white plastic particles and a rounded plastic string inside the syringe adhered to the stopper. This belongs to the plunger rod and part of the retaining ring. This part of the plunger rod shows the missing plastic. The sample was then also tested for leakage and passed. In one photo, it shows the packaging blister top web. Another photo shows a syringe in the packaging blister. The third photo shows a syringe with no packaging blister. This syringe has residues of a white substance at the bottom part of the syringe. There is also residues of the same substance between the rubber stopper ribs, but no white substance is observed past the stopper. A device history record review was completed for provided material number 303552, lot 1013547. Based on the investigation and with the returned sample analysis the symptom reported by the customer of foreign matter is confirmed. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll experienced at least 1 case of foreign matter in the fluid path, and 6 cases of leakage past the stopper. The following information was provided by the initial reporter: syringe with plastic particles in large quantity. The syringes from this batch are with leakage past stopper. It's not all of them, but a larger quantity than usual.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported there are syringes with plastic particles in large quantity and the syringes from this batch are leaking past the stopper. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows the packaging blister top web. Another photo shows a syringe in the packaging blister. The third photo shows a syringe with no packaging blister. This syringe has residues of a white substance at the bottom part of the syringe. There is also residues of the same substance between the rubber stopper ribs, but no white substance is observed past the stopper. A device history record review was completed for provided material number 303552, lot 1013547. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer of foreign matter could not be confirmed and without a physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer of foreign matter could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that syringe 50ml ll experienced at least 1 case of foreign matter in the fluid path, and 6 cases of leakage past the stopper. The following information was provided by the initial reporter: syringe with plastic particles in large quantity. The syringes from this batch are with leakage past stopper. It's not all of them, but a larger quantity than usual.